Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A thrombus was noted, and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the chambers of the heart were checked on transesophageal echocardiogram (tee) and were validated to be clean. While advancing the versacross dilator, along with the double curve watchman sheath towards the superior vena cava (svc), before the transseptal crossing, the physician noted a mobile thrombus in the right atrium. The thrombus was aspirated, and the procedure was cancelled. The patient was hospitalized and has been later discharged. Product is not expected to return for analysis. The irrigation was not interrupted or stopped during the procedure. No fibrin or coagulant was noted on the tip of the catheter. The patient was taking the following medication: xarelto 15mg/ dapagliflozin propanediol (farxiga) 10 mgoral tablet/ losartan potassium 25 mg oral tablet/ simvastatin 20 mg oral tablet.